Manufacturer narrative:
The thermogard console (s/n (B)(6)) was evaluated by zoll device management personnel. The reported complaint of "the thermogard console displayed mid:09 (air trap assembly) error message" was not confirmed during functional testing. No device malfunction was found, and the thermogard console functioned as intended. No physical damage was observed on the thermogard console during the visual inspection. The thermogard xp ivtm system passed all functional tests and performed within the specification without any fault or error. The air trap sensors were inspected, and no issues were found. Most likely, the mid:09 error was caused by condensation or liquid blocking one of the air trap's sensors. Most probably, once the system was returned to the zoll device management office, the liquid in the air trap sensor tunnels had dried, and therefore, the reported issue was not reproduced. Following service, the thermogard console passed all final tests with no issues, and readings were within the specified limits.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (s/n (B)(4)) for investigation. A follow-up report will be submitted if and when the product is returned and investigation has been completed.

Event description:
During setup at the customer's site, the evaluation thermogard xp ivtm system (s/n (B)(4)) displayed a mid:09 (air trap assembly) error message. No patient involvement.